Manufacturer narrative:
Spacelabs field service engineer performed an investigation of the device including the logs and confirmed the reported complaint. Power cycling the device resolved the issue and the device was returned to use. As the problem was discovered prior to use and a warning message displays, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing this report as requested by the FDA letter dated october 10, 2017.

Event description:
Spacelabs received a report that on (B)(6) 2017, an arkon was discovered in a failed state by the customer. The device was not in patient use when the issue was discovered. No injury was reported.